Event description:
It was reported that during an unspecified procedure, a guidewire fracture occurred. The target lesion was located in the left circumflex (cx) artery. The physician advanced a 330cm rotawire floppy guidewire to the lesion. Three runs of rotational atherectomy were performed at 116k rpms for 13 seconds each. Upon removal, 20cm of the distal end of the rotawire guidewire fractured and was left in the patient. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during an unspecified procedure, a guidewire fracture occurred. The target lesion was located in the left circumflex (cx) artery. The physician advanced a 330cm rotawire floppy guidewire to the lesion. Three runs of rotational atherectomy were performed at 116k rpms for 13 seconds each. Upon removal, 20cm of the distal end of the rotawire guidewire fractured and was left in the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).